Event description:
On (B)(6) 2009, the patient reported he has had an issue with e4 (occlusion) errors on his insulin infusion device for the past 2-3 months. He said he currently has an e4 displayed and, when he connects the infusion set tubing to the headset and places his device in run, an e4 is displayed. To troubleshoot, the patient was instructed to disconnect from his headset and prime through the tubing which he did without error. He then connected to his headset and bolused 9 units of insulin. He received an e4. He said his headset has been in use for 4 days. He was advised the headsets should be changed at least every 3 days. He said the occlusions occur toward the end of use. He removed the headset and stated the cannula appeared to be a "little bent." He stated he normally changes his tubing and headset at the same time, but is off this schedule due to catching his headset and pulling it out. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.